Event description:
The company received info that suggested that the balloon cuff of the tube leaked after about one week in pt use. The pt was re-intubated and no pt harm was reported. The customer will return the sample for eval.